Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: "when the blood gas needle was opened, a dark brown foreign body was found on the side of the needle."

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: "when the blood gas needle was opened, a dark brown foreign body was found on the side of the needle.".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. The type and origin of the foreign material could not be determined from the photo. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.